Manufacturer narrative:
Patient ID/initials and weight are unknown. Patient age reported as in her 70¿s. Swelling began on an unknown date in 2018. Unknown date approximately thirteen (13) years ago. Device has not been reported as explanted.. Complainant part is not expected to be returned for manufacturer review/investigation. Initial reporter is a johnson and johnson employee. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient is looking to see what metal was in the plates that she had implanted approximately thirteen (13) years ago. She stated she recently had swelling in her arms and was unsure if this was related to her age or the implants. This is report 2 of 3 for (B)(4).